Manufacturer narrative:
Us reporting agent notified on: 08/12/2015. Manufacturing site evaluation: evaluation-ongoing.

Event description:
Country or complaint: (B)(6). Following operation, it was noticed that fragments of the flexible screwdriver were missing. Fragments found post-operative in situ.

Manufacturer narrative:
Manufacturing site evaluation: device was found to be broken in the area of the flexible portion of the shaft. The issue has been determined to be related to the design of the product. Corrective/preventive action has been initiated. It has been determined that a recall of these devices is necessary and has been completed. (B)(4).